Event description:
I had an inpatient surgery (B)(6) 2012 for uterine prolapse, enterocele, cystocele, and stress urinary incontinence. An advantage fit pubovaginal mesh sling was used. I went home without a catheter, but experienced difficulty urinating with a poor urinary stream and intermittent urinary retention. Due to the urinating difficulties I experienced, the surgeon did another surgery on me on (B)(6) 2012. At this second surgery, a transvaginal urethrolysis was performed. Immediately after surgery, I had difficulty urinating. This second operation was outpatient, so I went home and then returned to the emergency room later in the day because of my very poor stream and urinary retention. I was catheterized with a foley catheter. I went back the next day and had it taken out. Since then I still have an intermittent poor urinary stream. I have to strain part of the time to urinate and this causes me a lot of pain in the vaginal area. I was also recently seen at another urogyno office and they reported to me that the rough texture I can feel inside my vagina is the mesh advantage fit sling. My skin is thin over the mesh I was told. I had a granuloma removed from my vagina yesterday. I continue to have pain in the vagina that radiates towards my rectum and my left thigh intermittently, plus the pain when I strain to urinate sometimes.